Manufacturer narrative:
Additional information has been requested and if rec'd will be provided on a supplemental report. The associated device is catalog number 1320-0190. Lot # unk.

Event description:
It was reported, the ao coupling was cold welded to the one step drill and could not be removed. This was not an intra operative problem but the instruments will not be capable of being used for future cases.